Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/30/2014 with the following findings: testing was unable to investigate the complaint of inaccurate delivery. No conclusion can be made. Last basal delivery was on (B)(6) 2014 at 12:34am, tdd add up correctly and equal the programmed basal rate target. Corrosions was noted on the force sensor plate, and the piston was unable to detect the cartridge due to the load step malfunction, reported separately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that around 4 p.m. On (B)(6) 2014, the patient had a blood glucose (bg) of 50 mg/dl and was shaking. The patient discontinued pump use. During troubleshooting, customer support could not identify any cause of the bg issue. Basal delivery total, basal histories, and bolus histories were as expected. Trouble shooting did not reveal any delivery issues but the patient discontinued pump therapy because of an alleged inaccurate delivery issue. This complaint is being reported because the patient experienced hypoglycemia and the pump cannot be ruled out as causing/contributing to the hypoglycemic event.